Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited a fracture. The rv lead was replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.